Manufacturer narrative:
(B)(4). Additional information: it was discovered that a system error 2240 (air in line/set) alarm occurred prior to the system error 2367. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during drain seven of seven of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.